Manufacturer narrative:
Samples were not submitted to mts for investigation. Therefore, the customer's' complaint could not be verified. Based on the available information and the result of the investigation, sample is most likely a group a reacting negative in anti-a gel and positive in tube. Incident is most likely sample related. Neonate samples (such as cord blood) do not have abh antigen sites fully developed at birth. This may have contributed to the negative reactivity observed in the anti-a microtube reported by the customer. Differences observed between test methods are not unexpected, since these test methods may exhibit different patterns of reactivity and sensitivity. Labeling cautions the user as follows: cord blood specimens may give weaker than normal reactions in the cell-grouping test as the abh antigens are imperfectly developed at birth. This may lead to false negative results particularly with anti-a reagents. Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of red cell grouping should be confirmed by reverse (serum) grouping.

Event description:
The customer reported that a cord sample reacted as false negative in the anti-a microtube of the mts a/b/d monoclonal grouping card lot # 120606053-01. The sample was tested using the tube method and a positive (2 to 3+) reactivity was obtained with anti-a antisera. A false negative result in forward typing may lead to the misclassification of a patient's abo group. Erroneous results were not reported, as the results did not match alternative method.